Manufacturer narrative:
Respective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("miscarried and lost the pregnancy"), pregnancy with contraceptive device ("pregnant"), fallopian tube perforation ("essure devices had perforated her fallopian tubes and migrated") and genital haemorrhage ("abnormal bleeding/heavy bleeding") in a 30-year-old female patient who had essure (batch no. 628442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included anxiety and depression. Concomitant products included antidepressants since 2006 and paroxetine hydrochloride (paxil). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysgeusia ("other injuries or complications (metal taste, joint pain, back pain, cramping pain, hip pain)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea/menstrual pain"), vaginal infection ("infection (vaginal)"), vaginal discharge ("abnormal vaginal discharge/vaginal discharge") and rash ("rashes/rashes or skin conditions (rashes)"). In 2010, the patient experienced weight increased ("weight gain"), fatigue ("fatigue/fatigue"), depression ("psychological or psychiatric problems (depression and anxiety)"), anxiety ("psychological or psychiatric problems (depression and anxiety)"), alopecia ("hair loss"), dental caries ("dental problems tooth decay") and back pain ("other injuries or complications (metal taste, joint pain, back pain, cramping pain, hip pain)"). In 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia") and arthralgia ("other injuries or complications (metal taste, joint pain, back pain, cramping pain, hip pain)"). On (B)(6) 2012, 3 years 2 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2013, the patient experienced pelvic pain ("pelvic pain/pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abnormal weight gain ("abnormal weight gain"), peripheral nerve injury ("nerve damage in left hip"), mood swings ("hormonal changes (violent mood swings)"), nausea ("nausea/nausea"), migraine ("migraines/migrain/headache"), headache ("migraines/headaches") and abdominal pain lower ("other injuries or complications (metal taste, joint pain, back pain, cramping pain, hip pain)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), ibuprofen (ibugesic), naproxen sodium (aleve), tramadol, vicodin, surgery (hysterectomy to remove the essure devices) and surgery (pulled teeth). Essure was removed on (B)(6) 2017. At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, dyspareunia, weight increased, fatigue and vaginal discharge had resolved, the fallopian tube perforation, abnormal weight gain, nausea, migraine, pelvic pain, abdominal pain, rash and procedural pain was resolving, the peripheral nerve injury, arthralgia, mood swings, depression, anxiety, alopecia, dysgeusia, dental caries, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and vaginal infection outcome was unknown and the abdominal pain lower had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, peripheral nerve injury, pregnancy with contraceptive device, procedural pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion; on an unknown date: full occlusion of fallopian tubes pregnancy test - on (B)(6) 2012: discovered she was pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure devices had perforated her fallopian tubes and migrated"), pregnancy with contraceptive device ("pregnant"), abortion spontaneous ("miscarried and lost the pregnancy") and genital haemorrhage ("abnormal bleeding/heavy bleeding") in a 30-year-old female patient who had essure (batch no. 628442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included anxiety and depression. Concomitant products included antidepressants since 2006 and paroxetine hydrochloride (paxil). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("abnormal vaginal discharge/vaginal discharge"), rash ("rashes/rashes or skin conditions (rashes)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea/menstrual pain"), vaginal infection ("infection (vaginal)") and dysgeusia ("other injuries or complications (metal taste, joint pain, back pain, cramping pain, hip pain)"). In 2010, the patient experienced fatigue ("fatigue/fatigue"), dental caries ("dental problems tooth decay"), alopecia ("hair loss"), depression ("psychological or psychiatric problems (depression and anxiety)"), anxiety ("psychological or psychiatric problems (depression and anxiety)"), weight increased ("weight gain") and back pain ("other injuries or complications (metal taste, joint pain, back pain, cramping pain, hip pain)"). In 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia") and arthralgia ("other injuries or complications (metal taste, joint pain, back pain, cramping pain, hip pain)"). On (B)(6) 2012, 3 years 2 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2013, the patient experienced pelvic pain ("pelvic pain/pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017 the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced migraine ("migraines/migrain/headache"), nausea ("nausea/nausea"), abnormal weight gain ("abnormal weight gain"), mood swings ("hormonal changes (violent mood swings)"), headache ("migraines/headaches"), peripheral nerve injury ("nerve damage in left hip") and abdominal pain lower ("other injuries or complications (metal taste, joint pain, back pain, cramping pain, hip pain)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), ibuprofen (ibugesic), naproxen sodium (aleve), tramadol, vicodin, surgery (hysterectomy to remove the essure devices) and surgery (pulled teeth). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, migraine, nausea, pelvic pain, abdominal pain, abnormal weight gain, rash and procedural pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dyspareunia, fatigue, vaginal discharge and weight increased had resolved, the vaginal haemorrhage, menorrhagia, dental caries, dysmenorrhoea, alopecia, mood swings, vaginal infection, peripheral nerve injury, depression, anxiety, dysgeusia, arthralgia and back pain outcome was unknown and the abdominal pain lower had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, peripheral nerve injury, pregnancy with contraceptive device, procedural pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion; on an unknown date: full occlusion of fallopian tubes. Pregnancy test - on (B)(6) 2012: discovered she was pregnant . Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dental problems, dysmenorrhea, dyspareunia, hair loss, hormonal changes (violent mood swings), infection (vaginal), migraines/headaches, nausea, neurological conditions or problems (nerve damage in left hip), pain, psychological or psychiatric problems (depression and anxiety), rashes or skin conditions (rashes), vaginal discharge, weight gain, other injuries or complications (metal taste, joint pain, back pain, cramping pain, irregular menses, hip pain), event outcome was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure devices had perforated her fallopian tubes and migrated') in a 30-year-old female patient who had essure (batch no. 628442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, depression, habitual abortion (spontaneous), multigravida and parity 3. Concomitant products included antidepressants since 2006. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage ("abnormal bleeding/heavy bleeding"), dysgeusia ("other injuries or complications (metal taste, joint pain, back pain, cramping pain, hip pain)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea/menstrual pain/cramps"), vaginal infection ("infection (vaginal)"), vaginal discharge ("abnormal vaginal discharge/vaginal discharge") and rash ("rashes/rashes or skin conditions (rashes)"). In 2010, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue/fatigue"), depression ("psychological or psychiatric problems (depression and anxiety)"), anxiety ("psychological or psychiatric problems (depression and anxiety)"), alopecia ("hair loss"), dental caries ("dental problems tooth decay") and back pain ("other injuries or complications (metal taste, joint pain, back pain, cramping pain, hip pain)"). In 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia") and arthralgia ("other injuries or complications (metal taste, joint pain, back pain, cramping pain, hip pain)"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnant"), 3 years 2 months after insertion of essure. On (B)(6) 2012, the patient experienced abortion spontaneous ("miscarried and lost the pregnancy"). In 2013, the patient experienced pelvic pain ("pelvic pain/pain") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abnormal weight gain ("abnormal weight gain"), peripheral nerve injury ("nerve damage in left hip"), mood swings ("hormonal changes (violent mood swings)"), nausea ("nausea/nausea"), migraine ("migraines/migrain/headache"), headache ("migraines/headaches"), abdominal pain lower ("other injuries or complications (metal taste, joint pain, back pain, cramping pain, hip pain)"), hyperhidrosis ("I sweat horribly"), hot flush ("are anybody's hot flashes as brutal as mine have been") and tinnitus ("ringing in my ears"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (ibugesic), naproxen sodium (aleve), paracetamol (tylenol), tramadol and surgery (hysterectomy to remove the essure devices and pulled teeth). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abnormal weight gain, nausea, migraine, pelvic pain, abdominal pain, rash and procedural pain was resolving, the abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, dyspareunia, weight increased, fatigue and vaginal discharge had resolved, the peripheral nerve injury, arthralgia, mood swings, depression, anxiety, alopecia, dysgeusia, dental caries, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection, hyperhidrosis, hot flush and tinnitus outcome was unknown and the abdominal pain lower had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pelvic pain, peripheral nerve injury, pregnancy with contraceptive device, procedural pain, rash, tinnitus, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of fallopian tubes; in (B)(6) 2009: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: results: discovered she was pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: social media received- new events I sweat horribly, are anybody's hot flashes as brutal as mine have been, ringing in my ears were added. Reporters information was added. Genital hemorrhage , pregnancy and abortion downgraded . Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure devices had perforated her fallopian tubes and migrated"), pregnancy with contraceptive device ("pregnant"), abortion spontaneous ("miscarried and lost the pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced procedural pain ("following the removal surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abnormal weight gain ("abnormal weight gain"), vaginal discharge ("abnormal vaginal discharge") and rash ("rashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, fatigue, migraine, nausea, pelvic pain, abdominal pain, abnormal weight gain, vaginal discharge, rash and procedural pain was resolving and the pregnancy with contraceptive device and abortion spontaneous had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abnormal weight gain, abortion spontaneous, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, pregnancy with contraceptive device, procedural pain, rash and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes pregnancy test - on (B)(6) 2012: discovered she was pregnant. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.